Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a successful follow up call to the patient. The patient stated that the alleged inaccuracy began on (B)(6) 2016, at noon. She claimed that she obtained alleged glucose results of "481 and 437mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported taking novolog insulin to manage her diabetes and reported that she made no change to her usual diabetes management routine as a result of the alleged product issue. The patient denied that she developed any symptoms. However, she stated that on (B)(6) 2016 she attended ER because of the alleged inaccurate high results she obtained. The patient obtained a blood glucose result of 106mg/dl on the hospital meter and 100mg/dl from a laboratory device. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired. The patient walked through a control solution test and the result fell outside of range. Replacement products were sent to the patient and requested back for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycaemia or hyperglycaemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.